Manufacturer narrative:
Additional information was received on 12/03/2019. Patient had an explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture and anisomastia due to chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 400cc mentor smooth round high profile memorygel breast implant catalog: 3504004bc lot: 5594318. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 400cc mentor smooth round high profile memorygel breast implant experienced right sided symptomatic rupture post procedure. Patient was involved in a car accident on an unknown date. Furthermore, patient had a CT scan on (B)(6) 2019 which confirmed right sided symptomatic rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.